Manufacturer narrative:
Result: damaged motion interrupt pan; damaged / cracked footboard, and faulty footboard load cells.

Event description:
It was reported by service report that the motion interrupt pan and the footboard load cells were damaged. The footboard was damaged / cracked. No patient involvement or adverse consequences were reported.